Event description:
It was reported that the two foley catheters were hard to remove which were placed in or on transplant patients. It was further reported that the catheter came out intact, but caused some extra pain to the patients related to that small lip or bump the catheter had. Also stated that it was happened a time or every two years like before where the catheter was kind of collapsed on itself. Per follow-up via email on (B)(6) 2020, the customer stated that there were 3 catheters were affected and used on 3 (male) patients. The three patients had experienced pain at the removal site. The two patients were receiving oral pain medication after removal and all the three patients had some hematuria that resolved quickly within the hour. Per follow-up information received on (B)(6) 2020, the customer stated that the patient was admitted for a kidney/pancreas transplant. And 18 french foley was used and the nurse had removed the catheter with difficulty as it seemed to catch or sticky towards the end of removal and the catheter had a lip/bump towards the tip which caused the catching to occur. After several attempts the catheter was able to remove and the patient experienced discomfort during and immediately after removal, but it was resolved.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two way silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 30 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated in 1 minute and 8.18 seconds without issue or cuffing, returning 10ml of solution. The balloon was dissected and the distance from the end of the shaft to the middle of the notch was measured to be 1.5110" which met the specification 1.50"±0.110". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number 5,179,174 and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the two foley catheters were hard to remove which were placed in or on transplant patients. It was further reported that the catheter came out intact but caused some extra pain to the patients related to that small lip or bump the catheter had. Also stated that it was happened a time or two every year like before where the catheter kind of collapsed on itself. Per follow up via email on 03dec2020, customer stated that there were 3 catheters were affected and used on 3 (male) patients. Three patient had experienced pain at removal site. Two patients were received oral pain medication after removal and all three patients had some hematuria that resolved quickly within the hour. Per follow up information received on 14dec2020, customer stated that, patient was admitted for kidney/pancreas transplant. And 18 french foley was used and nurse had remove the catheter with difficulty as it seemed to "catch" or "stick" towards the end of removal and the catheter had lip/bump towards the tip which caused the catching to occur. After several attempt it was able to remove and patient experienced discomfort during & immediately after removal, but it was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two foley catheters were hard to remove which were placed in or on transplant patients. It was further reported that the catheter came out intact, but caused some extra pain to the patients related to that small lip or bump the catheter had. Also stated that it was happened a time or every two years like before where the catheter was kind of collapsed on itself. Per follow-up via email on 03dec2020, the customer stated that there were 3 catheters were affected and used on 3 (male) patients. The three patients had experienced pain at the removal site. The two patients were receiving oral pain medication after removal and all the three patients had some hematuria that resolved quickly within the hour. Per follow-up information received on 14dec2020, the customer stated that the patient was admitted for a kidney/pancreas transplant. And 18 french foley was used and the nurse had removed the catheter with difficulty as it seemed to catch or sticky towards the end of removal and the catheter had a lip/bump towards the tip which caused the catching to occur. After several attempts the catheter was able to remove and the patient experienced discomfort during & immediately after removal, but it was resolved.